Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of blood in/on helix mechanism (sleeve head) and in/on helix mechanism.

Event description:
It was reported that the helix would not deploy on the lead even after twenty to twenty five turns and the lead had high impedance levels. It was further reported that there was difficulty fixing the lead. Therefore, the lead was not used, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the helix would not deploy on the lead even after twenty to twenty five turns and the lead had high impedance levels. Therefore, the lead was not used, and was replaced with a different lead. No patient complications have been reported as a result of this event.